Manufacturer narrative:
Product event: (B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
Fifteen minutes into a breast case, the plasmablade device was activated and the surgeon reported a spark. There was no injury to the patient or the surgeon.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.